Event description:
It was reported that the pt's pump had eroded through the skin. The pt's hcp had planned to do a pump explant. The medication being delivered via the device system was not reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.